Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no adverse impact to the customer's blood glucose level. Customer was guided through a pump reset by technical support, after which the error did not reappear. Customer was advised to wait 20 minutes before starting their sensor session, which they understood and acknowledged.